Manufacturer narrative:
The carr-locke needle subject of the reported event has been received by steris endoscopy. Evaluation of the returned device found the device to be functional; the reported failure to deploy could not be duplicated.

Manufacturer narrative:
Upon follow up with the user facility, steris endoscopy has confirmed that there was no harm to the patient. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Steris endoscopy has not received the device subject of this event for evaluation. Statements from the instructions for use include: "actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. Do not attempt to actuate the injection needle with the catheter in a straightened position." Steris endoscopy has offered in-service training on the use of the carr-locke injection needle; however, the user facility has declined.

Manufacturer narrative:
Steris became aware of this event on august 5, 2020 through our periodic review of the maude database. To-date we have not been informed of this event directly from the user facility. Investigation of this event is in process. A follow-up report will be filed detailing the investigation.

Event description:
Through review of the maude database, steris endoscopy discovered user facility medwatch report number mw5095362, which reported that a carr-locke injection needle would not open / failed to function.